Manufacturer narrative:
N/a.

Event description:
The following has been reported: the patient presented chills, dyspnea, hypotension, hypoxia (decrease in oxygen saturation), general malaise, and tremors during the infusion. According to the common terminology criteria for adverse events (ctcae 5.0) classification, the events are related to immune system disorders. Medication: rituximab. Start of medication use: (B)(6) 2026 09:05. Infusion interruption adr: (B)(6) 2026 10:20. Infusion resumed: (B)(6) 2026 14:00. Reporting as a conservative measure. Adverse event effects were reported. Additional information is needed to complete the investigation.